Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "feeling unwell, blurry vision, almost fainted, sweating, the top of the thighs were numb, and stomach pain". A third-party called an ambulance and upon arrival, the paramedics provided glucose gel to the customer for treatment. There was no report of death or permanent impairment associated with this event.